Event description:
It was reported that the silicone tubing of a uv-flash transfer set had cracked, which resulted in a leak. This occurred during patient use. There was no adverse event associated with this event. No additional relevant information is available.

Manufacturer narrative:
(B)(4).the device was received and is in the process of being evaluated. Clear passage testing was performed with no issues noted. Visual inspection identified a cut in the tubing near the sleeve clamp. Functional leak testing found the reported leak. The investigation confirmed the reported condition, however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.